Manufacturer narrative:
The engineering investigation of the returned unit identified the root cause of the failure as the ac appliance inlet connector. The result of this failure was a brief external flame that self-arrested and did not require external intervention. There was no patient injury reported for this incident. Resmed has conducted ongoing, intensive monitoring and statistical analysis of the empirical field return data for this failure mode. Resmed's risk analysis concludes that the risk is acceptable. Resmed continues to closely monitor the incident and severity of this failure type.

Event description:
It was reported to resmed that an s8 compact caught fire.